Manufacturer narrative:
Root cause: use error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer inadvertently delivered a bolus which resulted in blood glucose (bg) of 30 mg/dl. Bg was addressed with the customer's father giving the customer glucose tablets because the customer was asleep. Tandem technical support educated the customer on the bolus features of the pump and to ensure that bolus is reviewed prior to begin delivered.